Event description:
It was reported to boston scientific than an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for treatment of biliary stones. During the procedure, the patient was intubated with exalt scope. The scope traversed the esophagus and stomach, then lost visualization after entering the duodenum. The physician attempted to check connection, turn off processor, and checked scope connection. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Correction: block g1: manufacturer contact first name, last name, phone number and email address. Investigation summary: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of scope loss of visualization was not confirmed. With all the available information, boston scientific concludes that the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific than an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025 for treatment of biliary stones. During the procedure, the patient was intubated with exalt scope. The scope traversed the esophagus and stomach, then lost visualization after entering the duodenum. The physician attempted to check connection, turn off processor, and checked scope connection. The procedure was completed with another exalt model d scope. No patient complications were reported as a result of the event.